Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that button had to press multiple time for response, rejected new batteries, insulin squirts out of reservoir during priming, random no delivery alarm. Customer stated that insulin pump was not delivering insulin properly. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.